Event description:
It was reported that the patient presented in clinic due to bacteremia from their implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and left ventricular (lv) lead. The ICD, rv, and lv leads were explanted and replaced. Patient's condition was unknown.

Manufacturer narrative:
Visual examinations found no malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection found no abnormalities. The cause of infection could not be traced to the device.